Manufacturer narrative:
Clarification to b3 date of event: partial date of november 2025 - patient indicated they experienced "heaviness in my chest" and "shortness of breath" and had a chest CT scan performed "last week" relative to (B)(6) 2025, which diagnosed the left side rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Patient also reported the following events, which are not device-related: "heaviness in my chest and shortness of breath" and "breast implant illness (bii)". This record is for left side. The device remains implanted.